Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the loss of bluetooth telemetry was a telemetry lockout and it was resolved. There were no further patient consequences reported.